Event description:
It was reported that insulin gauge displayed amount different than expected, showing a much lower fill estimate than customer anticipated earlier in day. There was no reported impact to customer¿s blood glucose level. Customer resolved issue by reloading same cartridge and discussed load procedure with technical support, who educated customer on using room temperature insulin and proper loading steps, and customer acknowledged understanding and was advised to call back for further troubleshooting if issue recurred.